Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a cranial resection procedure, the system became unresponsive right before registration. The site rebooted the system which resolved the issue. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause review of the reported issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.